Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised for unknown reasons. Update 12/28/2016: pfs and medical records received. After review of the medical records for MDR reportability, the previously reported unknown hip will be changed to a the left hip cup. The liner, head, and stem are being reported as per litigation the patient experienced a cardiopulmonary arrest and passed away. After review of the medical records the patient did pass away on (B)(6) 2014. The patient experienced several blood clots (dvts and pes) and hematomas of unknown causes which lead to the patient's death. The patient was tested for itp, but the results were negative. The death certificate includes metallosis as a cause of death-metal ion levels were well below 7ppb (mentioned by treating physicians). The right hip is reported under (B)(4). It should be noted there is no specific allegations for the left hip, but all implants are being reported as they cannot be excluded as the cause of the metallosis-cardiovascular event. The complaint was updated on:1/16/2017.